Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Review of the available records identified the following: MRI demonstrated a cyst-like abnormality and signs comparable with hardware loosening. The femoral component was revised and intra-operatively a large defect to the medial femoral condyle was noted as well as gross loosening of the femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient developed pain, fatigue and difficulty with daily work activities twenty two months post op. MRI shows a cyst and signs comparable with hardware loosening. The femoral component was revised and intra-operatively a large defect to the medial femoral condyle was noted as well as gross loosening of the femoral component. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface catalog # 42512101010 lot # 65279279. Tibia cemented 5 degree stemmed left size h catalog # 42532008301 lot # 65204461. Biomet bc r 1x40 us catalog # 110035368 lot # ax20bb1102. Biomet bc r 1x40 us catalog # 110035368 lot # ax21ab1101. H6: mechanical (g04): femur. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.